Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the pulse generator exhibiting a battery longevity anomaly. Device longevity estimates during 01 sep 2020 follow up was approximately 3.5 years, while the sep 2019 measurement was greater than 5 year until eri. There were no suspected battery issues, as the decrease in longevity is believed to a diagnostic anomaly. The healthcare provider elected to continue with monitoring.